Event description:
Physician reported left side "seroma" for a patient implanted with seri and a brest implant. Treatment was "surgery because of seroma with partial scaffold resection." During the surgery, it was noted the seri was not fully integrated. Seri has been partially explanted, with 30% remaining implanted. This medwatch is for the left side seri. Refer to mrf report 3008374097-2013-00047 for the right side.

Manufacturer narrative:
Allergan has received the product; however, the analysis has not been completed at this time. The events of "seroma" and "non adherence" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events.